Event description:
It was reported that an implant was deployed in the patient sometime back. The patient was having some discomfort on the same day, so an angiogram was performed that found a perforation. The perforation was sealed with a graftmaster and the patient was kept under observation. Subsequently, the patient's condition was not improving as per expectation and after some 14 days the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and implant dates are estimated. There was no reported product deficiency and the product was not returned. The reported patient effect of death as listed in the rx graftmaster instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. In this case, a conclusive cause for the reported death patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.